Event description:
It was reported that when closing the filter cover during the use of it, the customer noticed its opening/closing part was loosely hooked.. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. No abnormalities leading to this event were observed. The reported event was not confirmed. The root cause was not identified. Product information is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).